Event description:
Patient is meeting surgeon on wednesday for aortic valve. Patient feels tired but could be due to aortic valve. Patient reported unconscious in december last year and not sure if hospital gave injection.